Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of there was scratch on iol peripheral optic region; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that when intraocular lens (iol) was implanted, he noticed a scratch on peripheral optic region. The lens was retained in eye. The physician will review the lens first day post-operative and will update accordingly for any errors due to that scratch. Additional information was requested and received stating the scratch on the lens was due to injector. There was no impact on visual surprise in post-op so far as scratch marks were on peripheral optic portion.